Manufacturer narrative:
Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause for the increase in paravalvular leak 20 days post tavr was unknown. It was reported as a result of the gap between the annulus, the s3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment a 29mm sapien 3 valve had trace paravalvular leak (pvl) and no central leak. Twenty months post deployment, the patient complained of increasing fatigue and angina on exertion. An angiogram and echo was performed which reported moderate-severe paravalvular leak (pvl). The patient was admitted and a bav was successfully performed. According to the operative report, the images revealed a significant gap between the annulus and the s3 valve that had not been seen previously. The s3 valve was post dilated with a non-edwards bav. They saw a visual expansion of the valve frame without recoil. The aortic insufficiency was gone. The s3 valve did look slightly barrel-shaped in the center which was perhaps slightly more than nominal expansion. Post procedure there was trace central leak and trace pvl by echo. The patient was stable and was discharged on the next day.